Event description:
The device was used during a laparoscopic pre-peritoneal hernia repair procedure. It was reported the al326 was introduced through a 5mm trocar to ligate a bleeder. It was reported when the handle was depressed upon the application of the jaws, a clip fell out of the instrument. This occurred two times during the procedure. The surgeon was able to retrieve the clips laparoscopically. The surgeon used another al326 which worked fine and was able to complete the procedure. There was no consequence to the patient.